Event description:
A pudenz valve was injected with physiological saline solution for the patency test prior to the implantation of a shunt. The unit failed to flow even though the surgeon pressed its reservoir. As there was another (B)(4) in stock, he replaced the valve with a new one. The operation was delayed for only 10 mins while the unit was exchanged, however the pt was anesthetized during the delay. The pt was not harmed as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.